Manufacturer narrative:
The device was returned to olympus for evaluation and the user¿s allegation was confirmed. During evaluation, the scope connector was observed to be leaking at the ground terminal and the first switch button was determined to be cut, also causing a leak. The pink rubber on the probe was cut and the glue was peeling on the forceps cover. In addition, the glue on the black covering of the bending section was cracked and a broken element was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope, failed the leak test during reprocessing. The device was leaking from the scope connector mount. Upon inspection and testing of the returned unit, the forceps cover glue was found peeling and the pink rubber on the probe was cut. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause of the peeling adhesive was age related deterioration. Additionally, long-term use of the device may have resulted in this deterioration from the application of external forces, such as strong rubbing against the area during the normal handling of the device. The investigation determined the most likely cause of the cut probe was related to the handling of the device. The application of external forces, such as strong rubbing against the area during the normal handling of the device. Olympus will continue to monitor the field performance of this device.